Manufacturer narrative:
B.5: the event description reported in the initial report was partially incorrect. The description of the event has been updated in the dedicated b.5 section. D.1 section has been corrected with correct brand name and device product code. H.10: the serial read-outs of the s5 double roller pump and s5 roller pump (arterial pump) were provided and analyzed. Results of analysis reveal that: no runaway alarm stored on the micro-controller for s5 double roller pump a runaway alarm occurrence could be identified in the serial read-out of the s5 roller pump (arterial pump) as well as a peak current offset. Both errors can be caused by: pump hand cranked, but not switched off (user error), hardware reset of pump (off/on), defective motor control board/hall sensor in the pump head, it could not be confirmed that the s5 roller pump (arterial pump) stopped abnormally. Indeed, several level alarm and consequent pump stops were found stored in the micro-controller indicating that the arterial pump correctly stopped under level monitoring. Function alarming. No hardware failure of the pumps could be determined up to date and no components have been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a s5 double head pump gave a "runaway fault pump 4b" alarm and that a s5 roller pump (arterial pump) stopped several times abnormally during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: through a follow up communication livanova received confirmation that blood level in the venous reservoir fell below the minimum level triggering level alarm and consequent correct pump stop. In addition livanova received confirmation by the customer that hand crank was performed on the s5 roller pump (arterial pump). This confirms that error message found stored in serial read-out had been caused by user hand cranking the pump while the pump was still switched on. Because of the stop of the arterial pump due to level alarm, the s5 double roller pump (cardioplegia pump correctly linked to the arterial) stopped as well. Moreover, no components were replaced by the field service technician and the pumps are currently in use at the customer site without showing malfunctions. Based on all the above information, it is reasonable to assess that the arterial pump stopped because of the several level alarm (as demonstrated by the arterial pump serial read-out) and the pump was hand-cranked by the user, who incorrectly managed the alarm condition. Hand-cranking the pump without switching it off, led to the runaway error registered in the pump serial read-out. Because of the stop of the arterial pump, the cardioplegia pump (correctly linked to the arterial) stopped as well. In conclusion, no hardware / software failure could be found with the arterial and cardioplegia pumps involved in the reported event and a malfunction of device can be excluded.

Manufacturer narrative:
There was no known patient involvement. The s5 roller pump 48-30-00 is not distributed in the USA and it is similar to s5 roller pump 48-40-00, which is distributed in the USA (510(k) number: k071318). Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). No problem found on device by service technician. Internal serial data provided to be analyzed. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about arterial pump stopped several times abnormally and related "runaway fault pump 4b" alarm was displayed. No report of patient impact.